Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they usually turn stimulation down at night and last night the controller screen would not power on. Pt reported they tried aa batteries in the controller which did not resolve the issue. Pt stated they left the controller plugged in overnight and the controller felt very hot. Pt removed the battery and plugged the controller into the power supply cord. The controller screen still did not power on. Pt confirmed the green light on the power supply cord was illuminated. The issue was not resolved. Additional information was received from the patient. Patient called and stated they have not received the controller yet; it was reviewed the package is in transit and expected delivery is end of today. Patient mentioned she is vibrating like crazy and cannot turn therapy off and needs the controller. Pt called back later saying they received their controller replacement and it wasn't working. Pt said they put the battery from their controller into the replacement controller and the screen was blank. Pss walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Pss walked pt through the controller setup steps. When pt went to connect the recharger to finish the setup steps, the controller displayed the battery empty screen. Pss reviewed to allow the controller to fully recharge and then they should be able to finish the steps and be able to recharge the ins. Pt mentioned the controller battery was at 100% when the controller died originally. Pt will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the main board was dead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.